Event description:
During the procedure as the physician attempted to pull back the device through the sheath the tip of this device broke off in the pt and was unable to be retrieved. The sheath was removed and procedure completed on the opposite groin. The pt is reported to be in stable contition. The device is not being returned for analysis.